Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was returned for investigation were the reported failure mode was confirmed. When visually inspecting the device cracks were observed in the handle and on the insulation. The probable root causes are manufacturing in which excessive force was applied when installing the shaft onto the handle with the arbor press during assembly process, improper sterilization methods, normal wear, or user misuse. In sum, the device was returned for investigation and the reported failure mode could be confirmed. The failure mode will be trended for future vigilance.